Manufacturer narrative:
The primary console is not a single use device. The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested but has not been received. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the primary console and monitor were reflecting only dashes on the screen, but everything else was functioning. The nurse thought the motor felt warm and heard noises coming from the pump head. The flow probe was exchanged but the system was still only indicating dashes for flow. The primary console and motor were exchanged. As the pump was being switched to the backup, it was noted that the console and monitor went blank. Once the exchange was completed, support was immediately restored. There was no adverse effects to the patient due to this event.

Manufacturer narrative:
Concomitant medical products and device manufacture date: additional information. Manufacturer's investigation conclusion: the returned centrimag 2nd gen primary console (serial number (B)(4)) was evaluated and tested. Visual inspection of the console revealed a dent in the console housing above the front panel. The reported complaint could not be duplicated during testing. The console was operated for an extended period of time with its related returned system. During testing flow readings were checked at various speed settings and no issues or faults were observed. Full functional testing was performed per the centrimag monitor service process and the unit passed all tests. No abnormal noise was found to come from the pump or motor. The returned console was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined. The tested unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.